Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient underwent treatment of a chronic stanford type b dissection with a non-gore manufactured endoprosthesis. On an unknown date, follow-up examination reportedly identified a proximal type I endoleak with aneurysm enlargement. On (B)(6) 2018, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis (tgu373710j / 14744209) to treat the proximal type I endoleak. Prior to the procedure, the arch branch vessels were surgically bypassed. Upon deployment of the gore® tag® device, the brachiocephalic artery was partially and unintentionally covered. The type I endoleak was resolved. The left subclavian artery was coil-embolized, and the procedure was completed. The patient tolerated the procedure, and would continue to be monitored.

Manufacturer narrative:
Date of event is (B)(6) 2018.

Manufacturer narrative:
It was reported that the bare stent of the previously implanted non-gore manufactured endoprosthesis may have prevented the conformable gore® tag® device from gaining sufficient proximal wall apposition on (B)(6) 2018. Resolution of the proximal type I endoleak on this day could not be confirmed.